Manufacturer narrative:
Pentax medical has not received, any further information for this event. And therefore, considers this medwatch report closed.

Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Additional information: the pentax engineer checked with hospital staff. The device was used for examination. No harm was caused to the patient. The examination was completed with other device. Based on the content of investigated data. It was determined, that the potential cause/root cause of failure was that the blackout occurred, due to the interruption of the video signal, due to the corrosion on the surface of the electrical contact caused by the reprocessing chemicals/moisture. The distributor's engineer went to hospital and cleaned the electrical contacts. We suggested the hospital, that they should pay attention to pre-use check. Which, can reduce the occurrence of accidents. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed, the endoscope was manufactured pentax medical miyagi on 13-jul-2022 under normal conditions. The endoscope was reworked for covered rubber replacement. Including water leak, because of covered rubber defect. And passed required inspections. And was released accordingly. Also, there were no concessions. And the dates of approval for shipment and actual date shipped were confirmed for 3-jul-2022. Pentax medical has not received, any further information for this event. And therefore, considers this medwatch report closed.

Event description:
During use, there was no image suddenly, the screen showed abnormal connection. The physician withdrew the scope and completed the examination with other scope. The physician think, that this defect may have great safety hazards. The intestinal wall is very thin, if the doctor cannot observe it when the screen is black, the scope will cause strains and abrasions on the intestinal mucosa, and serious consequences such as intestinal perforation can occur. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability. However, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
G4: this device is not distributed in us. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.